Event description:
The customer reported that a patient sample did not react with cell# 2 in a 2 cell screen test performed on the ortho provue analyzer with mts anti-igg card lot# 031506001-02.

Manufacturer narrative:
The customer reported that a patient sample did not react with cell# 2 of a 2 cell screen test performed on the ortho provue analyzer with mts anti-igg gel card lot# 031506001-02. The customer reported that the patient sample reacted (1+) with cell# 2 of the same lot of 0.8# selectogen screening cells (lot# 8s722) upon repeat testing with the ortho provue analyzer and mts anti-iig gel card lot# 031506001-24. Returned log files indicate that the ortho provue analyzer functioned as expected with respect to reaction interpretation. Malfunction of the analyzer could not be identified. Repairs were not required to return the analyzer to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. In house testing of returned sample with retained gel cards indicates that the lot# 031506001-02 functioned as expected. Transfusion of incompatible blood was not reported as a result of this incident. However, if this incident were to recur undetected, transfusion of incompatible blood could occur. Incident appears to be isolated.